Manufacturer narrative:
A sample was not available for evaluation. The complaint lot device history record was reviewed, no issues were found. Site determined warehouse storage conditions may have contributed to the observed issue as these labels were being stored in a warehouse area with minimal climate control. The storage location has been updated to a controlled environment. A quality alert was initiated and reviewed with teammates and management. Each case of white labels is tested prior to use. This product incident is documented in the complaint database and identified as complaint (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
The customer states multiple pieces of black material, possibly ink, was coming off labels onto surgeon's gloves during an implant procedure. The product was used during iol implant procedure and was not noticed until debris was seen in the eye by the surgeon. The debris was removed from patient's eye.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint comp (B)(4). . This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.